Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging the meter was having an unknown issue, no details regarding the issue were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.